Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that beginning on (B)(6) 2017 the test would not start on the customer¿s adc blood glucose meter. On (B)(6) 2017 a nurse visited the customer and observed she was ¿incoherent and could not move¿. An ambulance was called and the customer was transported to a hospital. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and admitted. The caller did not know what treatment the customer received at the hospital, as she said ¿she was not allowed to be with the patient¿. The caller mentioned one blood glucose test of 190 mg/dl, but did not know the date or time of the test. The caller further reported that the customer was hospitalized until (B)(6) 2017 when she was discharged. The customer was given a new medication of sulfamethoxazole/trimethoprim ds (oral antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and with strip insertion. During control solution testing the test did not start. Meter was sent for further investigation. Meter was de-cased and a damage to the test strip port pin was observed. In addition, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A caller reported that beginning on (B)(6) 2017 the test would not start on the customer¿s adc blood glucose meter. On (B)(6) 2017 a nurse visited the customer and observed she was ¿incoherent and could not move¿. An ambulance was called and the customer was transported to a hospital. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and admitted. The caller did not know what treatment the customer received at the hospital, as she said ¿she was not allowed to be with the patient¿. The caller mentioned one blood glucose test of 190 mg/dl, but did not know the date or time of the test. The caller further reported that the customer was hospitalized until (B)(6) 2017 when she was discharged. The customer was given a new medication of sulfamethoxazole/trimethoprim ds (oral antibiotic). There was no report of death or permanent injury associated with this event.